Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that they received an electric shock from their freestyle libre reader. Customer further reported, "one day he tried to scan and the reader had a "blast" or "electronic blast". The customer also mentioned that the reader no longer powers on. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they received an electric shock from their freestyle libre reader. Customer further reported, "one day he tried to scan and the reader had a "blast" or "electronic blast". The customer also mentioned that the reader no longer powers on. There was no report of death, serious injury, or mistreatment associated with this event.